Manufacturer narrative:
(B)(4). During a follow up conversation with the customer, additional information was provided regarding the reported condition. It was reported that the crack was observed when attaching the tubing to the IV hub before the infusion was started. No fluid leaked out of the pathway. The customer reported condition of a leak could not be confirmed and a cause identified because a sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
Notification received via user facility report of a customer reporting one clearlink continu-flo soln set, 2 lavs, l/l was observed to have a crack in the luer connector of the IV tubing. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.